Manufacturer narrative:
As reported, two (2 each) balloon ruptures were reported: an 18mmx60mm 80 cm 7f maxi ld balloon catheter (bc), and an 18x40mm 80 cm 7f maxi ld bc. There was no reported patient injury. Additional information received indicated that both products were used for the same case/same patient. The approach for the procedure was femoral. There was no other product issue noted either at the account after the procedure. A non-cordis/competitive product was used to complete the procedure successfully without patient injury. The target lesion was a vein. The lesion was reported as moderately calcified. No patient information was available/provided. There was no difficulty removing the products from the hoop. There was no difficulty removing the protective balloon covers, stylets or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the products into the patient. The devices prep normally (i.e. Maintained negative pressure). The balloon bursts occurred at nominal pressure. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no any resistance/friction while inserting the balloons through the rotating hemostatic valve. There was no any resistance/friction while inserting the balloons through the guide catheter. There was no difficulty advancing the balloon catheters through the vessel. There was no difficulty crossing the lesion. The catheter was not ever in an acute bend. The balloons deflated normally. The balloons re-wrapped properly. The balloon catheters did not kink while being used. The balloon catheters were removed easily from the patient, vessel, etc. The products were removed intact (in one piece) from the patient. No additional information is available. Case (B)(4): the device was not returned for analysis. A device history record (DHR) review of lot 17629351 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Case (B)(4): the device was not returned for analysis. A device history record (DHR) review of lot 17698494 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the bursts could not be determined. Based on the limited information available for review, vessel characteristics (moderately calcified) may have contributed to the reported event as a calcified/resistant lesion can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time. This is one of two products used during the same procedure. Please reference the MFR. Report for complaint # case (B)(4) and # case (B)(4). Please note that this is the initial/final report for this product.

Event description:
As reported, two (2 each) balloon ruptures were reported: 80 cm. 7 fr. Maxi ld 18 x 6 and an 80 cm. 7 fr. Maxi ld 18 x 4 balloon catheters (bc). There was no reported patient injury. Additional information received indicated that both products were used for the same case/same patient. The approach for the procedure was femoral. The products are not available for inspection/they were not kept by the customer. There was no other product issue noted either at the account after the procedure. A non-cordis/competitive product was used to complete the procedure successfully without patient injury. The target lesion was a vein. The lesion was reported to be: moderately calcified. No patient information was available/provided. There was no difficulty removing the products from the hoop. There was no difficulty removing the protective balloon covers, stylets or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the products into the patient. The devices prep normally (i.e. Maintained negative pressure). The balloon bursts occurred at nominal pressure. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no any resistance/friction while inserting the balloons through the rotating hemostatic valve. There was no any resistance/friction while inserting the balloons through the guide catheter. There was no difficulty advancing the balloon catheters through the vessel. There was no difficulty crossing the lesion. The catheter was not ever in an acute bend. The balloons deflated normally. The balloons re-wrapped properly. The balloon catheters did not kink while being used. The balloon catheters were removed easily from the patient, vessel, etc. The products were removed intact (in one piece) from the patient. No additional information is available.